Event description:
In 2008, a perfusionist from hospital contacted the centrimag system u.s. Distributor and reported that a centrimag blood pump used to support the right heart of a pt triggered a "motor drive fail" alarm. The centrimag motor was unplugged from console 000474 and connected to the back-up console. In turn the back-up console then alarmed. The specific alarm on the backup console was not recorded. The motor and later the blood pump were exchanged. The alarm on the backup console was acknowledged and support re-established. During motor and pump exchanges, it was reported that white and red concentric rings were seen in the base of the centrimag blood pump. Levitronix requested that the suspect pump and motor be returned for analysis. The pt was withdrawn from support the following month, and expired later that morning.